Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead had dislodged due to twiddler's syndrome and was exhibiting failure to capture and failure to sense. The physician attempted to reposition the rv lead but during procedure the helix of the rv lead was failing to retract. The procedure was completed by replacing the rv lead. The patient was in stable condition.